Event description:
The patient experienced hallucinations. The pump was delivering baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
The patient had a good response of 50 mcg during the drug trial. The patient was on a minimal rate of 500 mcg/ml at "50 ml/day" and the patient had no tone. The catheter tip was located approximately at t8 level. No further information was available on how the patient was currently doing or whether any troubleshooting or actions occurred. It was noted 'I do not have any additional information'.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).